Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 5x100mm supera stent was implanted; however, the delivery system was in contact with the stent when an attempt to retrieve the delivery system was made and the stent came out with the delivery system. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported difficulties were unable to be confirmed as the stent had already been deployed. It is likely that failing to open the deployment lock prevented the stent from fully releasing resulting in the stent pulling out with the delivery system during removal. It should be noted that the supera instruction for use states: while maintaining increased magnification, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received stating: it was reported that the procedure was to treat a 100% stenosed and calcified lesion in the right popliteal artery. The deployment lock was locked when the thumb slide advanced to the most distal position on the handle and the delivery system was not removed under fluoroscopy. No additional information was provided.